Manufacturer narrative:
Patient's weight and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.